Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/23/2017 with the following findings: a review of the black box showed the data from the date of the event had been overwritten due to continuous use of the pump. The available daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within the required range. The complaint was unable to be duplicated due to the pump information from the date of the complaint being overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device is not required for return. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the patient¿s blood glucose on (B)(6) 2016 was 323 mg/dl with extreme drowsiness. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pumps settings were not recently changed. During troubleshooting, it was reported that: the pumps basal history was appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. It was reported that the total daily dose basal history did not match the active basal program for a known and expected reasons: the prime menu was accessed; the pump was manually suspended; and the customer made changes to the basal program. There was no indication or allegation of a device malfunction. The patient was referred to a healthcare provider for diabetes management. This complaint is being reported because the reported health event was attributed to a reported pump use error.